Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that the reported phenomenon. It might have occurred due to the electrical short of the electrical circuit due to the water immersion. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the destroyed electronic circuit of the subject device due to the water invasion from the cracks caused by hitting the connector of the video plug. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.